Manufacturer narrative:
Replacement locks and s-clips were sent. Review of the manufacturing records for lot 14173 of kit10004 confirmed the box with the locks were included in the box per visual inspection. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent entrapment and other safety concerns. -page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. -page 5 contains a parts list, which includes the locks. -page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. -page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.

Event description:
Per parent, the s-clips received were broken and she could not secure the safety sheet. Per parent, she was not able to locate the box of locks and the s clips did arrive broken. Per user, she was not instructed by provider on safety mechanisms. Per parent, her son definitely likes to unzip the sheet and try to wedge himself and toys through the opening. There was no report of injury as a result of the event.

Event description:
Parent reported she was unable to locate the box of locks so could not secure the safety sheet, and she reported the s-clips received were broken. Parent reports her son likes to unzip the sheet and try to wedge himself and toys through the opening. There was no report of injury as a result of the event.

Manufacturer narrative:
Replacement locks and s-clips were sent. Review of the manufacturing records for lot 14173 of kit10004 confirmed the box with the locks were included at manufacturing in the box per visual inspection. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent entrapment and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. Page 5 contains a parts list, which includes the locks. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was no report of injury as a result of the event.